Manufacturer narrative:
The reported event of rapid battery depletion was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal results, and visual inspection found no anomaly on the header that is related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic and went without complications. Patient was in stable condition.